Event description:
On september 12th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving readings that were out of range after using a third of the strips cartridge and after the cartridge of strips was open for fourteen days.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was storing his cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." The user was instructed to store the strips in a location other than the kitchen or bathroom. Following the above the user performed a control solution test using a new cartridge of strips. The user reported that his readings were back to his normal range. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.